Manufacturer narrative:
The device was not returned for analysis as the device remains implanted; therefore, a technical analysis could not be performed. It was confirmed this device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device was well positioned and there was no thrombus. The patient had a transcatheter aortic valve replacement workup and the computed tomography (CT) imaging showed there was a thrombus present on the closure device. The patient had their six (6) month follow up tee imaging procedure and the imaging confirmed there was a thrombus present. The patient was switched from dual antiplatelet therapy to oral anticoagulation with aspirin. There are no other complications that have been reported to have occurred as a result of this event.

Event description:
It was reported that there was a device related thrombus. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 27mm watchman flx pro laa closure device & delivery system (wds) were selected to be used. The procedure was successfully completed with the closure device implanted in the laa of the patient. There were no patient complications that were reported to have occurred. The patient came in for their 45 day follow up transesophageal echocardiogram (tee) imaging procedure. The tee imaging showed that the closure device was well positioned and there was no thrombus. The patient had a transcatheter aortic valve replacement workup and the computed tomography (CT) imaging showed there was a thrombus present on the closure device. The patient had their six (6) month follow up tee imaging procedure and the imaging confirmed there was a thrombus present. The patient was switched from dual antiplatelet therapy to oral anticoagulation with aspirin. There are no other complications that have been reported to have occurred as a result of this event.